Event description:
A customer in (B)(6) reported an instance of their thinprep 5000 processor producing error 6218 ft 026. Fluid was released from the filter after sipping. The customer lost two samples when the error occurred.

Manufacturer narrative:
The field service engineer confirmed and reproduced the error. Replaced parts per technical documentation to resolve the error. Performed all required setups per technical documentation. Processed sample to confirm operation. Instrument operational. The customer confirmed that one patient had to be recalled to collect a new sample. Us: although the instrument produced an error code during this incident, this is a reportable event since the patient needed to be recalled for additional sample collection, which resulted in a delay in patient diagnosis. (B)(6): according to the latest revision of the meddev guidelines, this event would not be classed as a reportable incident. As confirmed by the dispatched field service engineer, the error code was verified and reproduced, the issue was successfully resolved and maintenance performed. One patient's was recalled due to sample loss; no injury or harm sustained. Successful instrument operation was verified by the dispatched engineer, no further issues noted.